Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient received inappropriate therapy due to noise on the rv lead. The sense/pace portion of the lead was capped. The defib portion remains active.